Event description:
During a sigmoid bowel resection, the two edns of bowel were re-anastomosed using a circular stapler. After stapler withdrawal it was discovered that the distal portion, the anvil, was missing from the stapler. Upon re-inspection of the anus, the distal portion was found with an intact "donut." The covidien rep was called to the room.